Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s first name and email address are not provided / unknown. Unknown lot number and no device returned: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device not returned

Event description:
Doctor reports that the unknown biomet implant fell to the floor from the driver. Doctor completed the surgery using another implant.